Event description:
The neuron catheter was advanced into the petrous portion of the ica where the physician performed a coiling application. After placement of the neuron, the physician then removed the guide wire and tried to advance a micro catheter into the neuron. The micro catheter would not advance. Upon inspection of the neuron on fluoro, a severe kink was observed approximately 12cm from the distal tip. After removal of the neuron, an envoy catheter was then utilized and case completed with no pt injury.

Manufacturer narrative:
Technical eval: the device had flat spots in the distal end from 3.5 to 4.0cm and at 10.0cm from the distal tip and a sharp kink at 12.5cm, on the proximal side of the distal section joint. The incident report noted the inability of the catheter to allow passage of micro-catheter inside it. The identified blockage (kink) was approximately 12cm from the distal tip. The incident report agrees with the damage seen during the evaluation of the catheter. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on 08/28/2009. A review of the device history record (DHR) was completed on part # 1626-04 neuron delivery catheter 070 (95cm x 6 cm) shaped tip, lot number l14028. The DHR review of final assembly (lot# l14028) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects. (B)(4). The lot was affiliated with (B)(4). In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to manufacturing process. The parts released in this lot met process requirement.